Event description:
It is reported that the device was implanted in 2007. During the 12 month follow up, patient has presented with painful knee which will not flex due to pain. The x-rays show severe osteolysis below the tibial component.

Manufacturer narrative:
This report will be amended when our investigation is complete.